Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized. The cause and treatment of the peritonitis were not reported. Three days after onset of the peritonitis, pd therapy was discontinued. On an unreported date, the patient's pd catheter was removed. At the time of this report, the patient was not recovered from the peritonitis. A reinsertion of the catheter was planned. The reporter has declined to provide further information on this event.